Event description:
On (B)(6) 2009, the pt reported that a large amount of insulin spilled into the cartridge chamber of her infusion device. She stated this occurred after she tried to force the cartridge onto the piston rod and the piston rod had not returned to the bottom of the cartridge. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.